Event description:
A (B)(6) pt underwent an elective thyroidectomy on (B)(6) 2015, where a 10f blake drain was placed. On (B)(6) 2015, the drain was removed from the pt's neck. Upon removal, it was noted that the drain portion of the drain was retained in the pt's neck. Pt was taken back to operating room for exploration and removal of drain.